Event description:
The customer contacted spacelabs healthcare technical support to report that after they had a printing issue at the xhibit central station (xcs) they attempted to do a system restart, however, following the restart the xcs failed to boot up properly. A spacelabs technical support representative walked the user through performing a hard reboot of the xhibit central station. Following the reboot, the customer confirmed the issue was resolved. Cause of failure was not determined.